Manufacturer narrative:
The actual device was returned to co and visually examined. The tip of the electrode exhibits melting of the type made from metal-to-metal contact. Possibly was arced to a metal surface. Exact cause unk.